Event description:
There was an md order for warm soaks to the perineum. The staff member filled the ice sleeve with a mixture of hot and cold water. The sleeve was brought to the bedside and the water escaped from the bag resulting in 2nd degree burns.